Manufacturer narrative:
Inratio precision data provided by end-user: date: (B)(6) 2013, 1st inr = 4.5, 2nd inr = 5.5, mean = 5.0, sd = 0.71, %cv = 14.14. Inratio meter results passed the criteria for precision, generating a %cv less than 20%. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013, inratio meter test 1 = 4.5, inratio meter test 2 = 5.5, reference = 2.5, mean = 4.17, confidence limits = 2.4 - 6.1. The mean of the inratio meter and comparative system inr were calculated. The inratio reference values were within the confidence limits for inr testing. The results were not considered discrepant within the context of the documented variability for inr testing. In-house therapeutic donor testing was performed on reported lot # 310827 on (B)(4) 2013. Results as follows: donor: 212, inratio: 1.9, inratio: 1.8, inratio: 1.9, ref.: 1.58, bias threshold: 1.08 - 2.08, %cv: 3.09. Donor: 218, inratio: 2.9, inratio: 2.9, inratio: 2.9, ref.: 2.65, bias threshold: 1.65 - 3.65, %cv: 0.00. Retention products performed as expected. All replicates were within the acceptable bias for accuracy and yielded a %cv of less than (B)(4) passing the precision criteria. No further investigation was required. Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. Pt was given medication to lower the inr result. It is not known if the medication was administered prior to testing on the reference method. Root cause could not be determined from the info provided by the customer. As reviewed on (B)(4) 2013, 19 discrepant result complaints were reported for lot #310827 yielding a complaint rate of (B)(4). Due to this low occurrence rate, no further action is required at this time. Corrective action not required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant accuracy results when compared the physician's alternate point of care (poc) meter. Results as follows: date: (B)(6) 2013, inratio: 4.5, 5.5, poc: 2.5. Time between testing was reported as approx 1.5 hrs. Pt's therapeutic range is 2.5 - 3.5.